Event description:
This is a report from baxter (B)(4) of a leak which occurred at the connection between gang and stopcock after 2 hours of usage. The 3 gang manifold was connected with a filling device (a filling syringe) in which diprivan 2 % was injected. Small cracks appeared in the stopcock and the diprivan leaked out. The flow of the injector was 5 at 10 ml/hr. The reported condition occurred during use. No patient injury or medical intervention was reported.

Event description:
The caregiver (cg) reported that he was spiking the bags with the compact exchange device (cxd). The cg stated when spiking the supply bag, the spike came out. The cg wanted to know if he should start over, even though the clamp on the line was closed. The technical service representative (tsr) explained that once the seal in the bag was broken, if the spike comes out of the bag, the supplies are compromised. The tsr advised the cg to start over with new supplies. On (B)(6) 2010, product surveillance spoke with the cg who stated this event was an isolated incident and there have been no other issues or problems with spiking the bags. The cg confirmed he has no further detail as to why the spike fell out; the cxd device works just fine. No further information is available.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report. The device remains in use by the home patient ; therefore, it is not available for evaluation. The serial number is unknown so a review of the device history record could not be performed. Based on the information obtained from baxter's investigation, the cause of the miss- spike could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Product surveillance contacted the home patient (hp) regarding the mis-spike issue. The hp stated that her husband assisted her with therapy, and this incident was the only time they have had an issue with the compact exchange device (cxd). The hp stated that they started over using a new bag and supplies. No allegations were made against any of the patient?s dialysis products and the cxd is still in use.

Manufacturer narrative:
(B)(4). The device is still in use. Should additional information become available, a follow up MDR will be sent.

Event description:
.